Event description:
A 40 yr old while female g2p2 status post bilateral subglandular inframammary 300cc surgitek gels for augmentation/correction involutional atrophy, ptosis 6/21/89. Pt denies decreased size, change in shape, texture or local pain. Two closed capsulotomies in 1989 for sure on right and possibly on the left. No other history of trauma. Denies systemic complaints although she has some vertigo, left leg "neuritis" and arthralgias which occurred shortly after implantation. Also developed allergies. She is mainly concerned that she not develop problems and thus would like removal.